Event description:
It was reported that the patient programmer (pp) was not working correctly and the patient wanted a new one overnighted to him for his meeting with his manufacturing representative in 4 days and he did not want to go through the holidays without a pp. The replacement pp worked for about 10 days, then program c ¿went out¿ and he could not control anything with that program. The patient needed stimulation in his legs and back to go on at different times, but a manufacturing representative assistant had put in a program that had stimulation going on at the same time. Program c went ¿berserk¿ last night and it would not turn off at all and he had to set all his settings manually at 0.0, and he was finally able to set c at 0.0. He also had a sharp pain through his back to his stomach, below his heart, and he could hardly touch his stomach. Even when the patient was able to shut his stimulation off he was still feeling stimulation. It was intermittently communicating and the implantable neurostimulator (ins) would go up by itself, which also happened intermittently. C program was not programmable. The patient was upset and wanted a replacement. No patient harm reported. The patient was seen 4 days later by a manufacturing representative. The patient was reprogrammed and was receiving effective therapy. No impedance or device issues were noted.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97792, lot# n503584, implanted: (B)(6) 2014, product type: accessory; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).